Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should any significant supplemental information become available

Manufacturer narrative:
(B)(4). This complaint for a report of a user error of patient changed cassette but re-spiked supply bags, was not confirmed. Per the complaint information, the cause of the complaint is use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During troubleshooting of check supply line alarm that appeared on the homechoice (hc) display during fill 3 of 4, the home patient (hp) revealed that he had changed the cassette, but re-spiked supply bags during priming. The technical service representative (tsr) explained about not re-spiking supply bags. The tsr advised hp to notify nurse about re-spiking the supply bags. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.